Event description:
Patient allegedly received an implant in approximately 2008-2009 due to prophylaxis for blood clots and pulmonary embolism. Patient is alleging tilt, vena cava perforation and organ perforation. Patient further alleges "device has tilted and causing perforations including aorta. This is causing extremely danger conditions for me as well as surgery needed" as well as compromised health and stamina, physical limitation, depression , anxiety. Report from computerized tomography (CT): "an ivc filter is seen which appears to be a gunther tulip type ivc filter." "The filter tip is tilted about 10 degrees anteriorly. The tip of the filter is along the anterior ivc wall. There is no medial or lateral tilt." "There is no left kidney identified. The filter tip is located immediately below the entry point of the right renal vein." "Perforation: there is a filter strut seen at the 3:00 position which appears to have perforated through the wall of the ivc and is located along the right lateral wall of the abdominal aorta as seen on image 33 series 2. The lateral edge of the filter strut is 3.3 mm lateral to the lateral wall of the ivc. There is a filter strut seen at the 8:00 position which has perforated through the ivc wall. The lateral edge of the strut is 5.2 mm beyond the wall of the ivc. This abuts the second portion of the duodenum. There is no evidence of filter strut fracture or bending. There is no evidence of ivc stenosis." "Ivc filter placement as described. The filter tip is tilted about 10 degrees anteriorly. The tip of the filter is along the anterior ivc wall. No medial or lateral tilt. Report from CT: "ivc there is an infrarenal ivc filter with the filter tip pointed approximately 13 degrees anteriorly no evidence of a thrombus the struts are intact on axial view, the medial lateral and anterior most struts appear external to the ivc lumen the lateral most strut is approximately 3 m millimeters external to the ivc lumen and abuts the adjacent duodenum the anterior strut is in close proximity to a portal venous branch and the medial strut abuts the lateral infrarenal abdominal aorta".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b1, b5, b6, b7, h6. Additional information: investigation the following allegations have been investigated: tilt, compromised health/stamina, required surgery, physical limitation, depression , anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported compromised health/stamina, required surgery, physical limitation, depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: non-healthcare professional. Investigation the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/ aorta/ vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip around 2008. Approximately 10 years later, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis, which revealed that the filter struts had moved since placement and perforated the patient's inferior vena cava (ivc) wall, with several extending into the patient's duodenum and aorta. Hospital and medical records have been requested, but not yet provided.